Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope's image was not displayed due to damage on the charged coupled device (ccd) unit. Generation of noise in the image also occurred during angulation in upward/downward directions, due to damage on the charged coupled device (ccd) unit. There was no patient involvement.